Event description:
It was reported that there were problems in bipolar so the right ventricular (rv) lead was being used in unipolar. At a routine device changeout the unipolar impedance was low, so the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products 5076 implantable pacing lead (B)(6) 2001. (B)(4).